Event description:
The medical assistant reported that after administering an immunization (dtap), the mother who was holding child in her arms/lap, notified the m.a. That she felt some splashing to her eyes. The m.a., hereself, did not experience the splashing, but did notice that there was some fluid oozing between the syringe/barrel. The mother left without any complaint; the mother returned the next day to follow-up on another appointment, but mentioned to the m.a. That her eyes were irritated afterwards, of which a provider followed-up with.